Manufacturer narrative:
The description of the event, the log file of the device and the removed motor-blower unit formed the basis for the investigation. The log file was analyzed for indications of the reported error code. The error code 42.0002, and another device error code 06.0603 appeared in the log file. The cause of the error code 42.0002 was a detected temporary minor deviation of the turbine speed, which has no effect if patient pressure and flow are within the tolerance range. The error code 06.0603 indicates a sequence failure within the software task, which monitors the rotation, causing a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. The analysis of the motor blower showed a noise at a certain speed. However, it was determined that the detected noise was not the root cause for the reported event. It can be concluded that the root cause for the described failure was determined to be a deviation within the software. The savina detected a technical deviation within the electronic system of the turbine revolution as specified and posted a high priority alarm audible and visible for the device failure. No patient injury was reported. The unit passed the full functional test according to manufacturer specification on site without any problems. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
While running on patient savina 300 has alarmed regarding device failure 42.0002. The ventilator had to replaced by the user, and no patient harm was reported.